Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00054.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on (B)(6) 2021. Visual inspection confirmed that the tubing connector on the proximal end of the cassette module was snapped and broken. The tubing was completely separated from the cassette. The reported issue was confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 07/13/2021, a complaint handling specialist of infutronix reported an issue on behalf of an end user: "an administration set model hs-008-b lot 2008004 set came apart at the cassette." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.